Event description:
It was reported, the camera head had poor vision. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation revealed: a leaking cable. Based on the results of the investigation, it is likely that the following led to the malfunction: charged coupler device needs replaced. The most probable cause of the complaint was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had poor vision. The procedure was completed using the same set of equipment. There were no reports of patient harm.